Event description:
It was reported by repair work order that the cot was raising by itself with no user input. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.